Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is booting up to a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.